Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported the insulin delivery of the infusion device is too low and the infusion device does not properly provide w1 cartridge low warnings. This has occurred over the past 2-3 months and has resulted in hyperglycemia. Pt was hospitalized from (B)(6) 2011 - (B)(6) 2012 after she felt sick, had elevated blood glucose of 380 mg/dl, and had ketones of "++++." Pt did not have an infection or start new medication. The infusion device was replaced and requested for eval. No add'l info was provided.